Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was not duplicated or confirmed. The device was subjected to extensive troubleshooting which included functional and stress testing without duplicating the reported malfunction. The visual inspection of the device did not yield any discrepancies. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) they received a device compressor failure message. No other information is available at this time. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.